Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds. All other testing was noted to be within normal limits. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.